Event description:
It was reported by the customer that during use on patient, the cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm. There was no patient harm.

Manufacturer narrative:
Due to character limitation in e1: full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, investigation conclusions, component codes). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse successfully completed a simulated treatment upon initially testing the unit with a testing catheter and trainer. The fse confirmed a gas loss alarm in the logs. The fse stated that the pim was clean and in good condition. There were no signs of fluid inside the unit. The compressor was functional. Vacuum and pressure regulators were with tolerance. X1-x4 referenced back to atmosphere without issue. The compressor output test ramped down to almost 700 rpms for a while before ramping up and staying around 1400 rpms after a minute or so. The fse identified the elbow fitting on the white pressure hose inserted into the compressor was worn out and potentially leaking pressure within the unit identifying as a leak. The white pressure hose fitting that connects to the pressure reservoir was in good condition. The vacuum hose elbow fittings were in good condition. The fse replaced the vacuum tube assembly and the pressure tube assembly as a precaution. Post replacement, the compressor output test ramped up to 1400 rpms almost immediately. The unit was calibrated. The unit passed all functional and safety tests per factory specifications. The failure analysis and testing department received vacuum hose and pressure hose with a reported failure of gas loss alarm.the failure analysis and testing dept. Performed a visual inspection of the parts received and found that they are in good condition. The failure analysis and testing dept. Installed vacuum hose and pressure hose in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per cardiosave service manual number 0070-00-0639 revision r.the failure analysis and testing department could not verify the reported failure of gas loss alarm.